Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2006, this pt underwent treatment for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6), 2010, follow-up imaging reportedly demonstrated an unspecified endoleak with aneurysm enlargement of 13 mm. On (B)(6), 2011, an intervention was performed to treat the endoleak. As reported, it was thought the endoleak was a distal type I endoleak, so the left common iliac artery was extended with an additional contralateral leg component. It was reported that the additional intra-operative angiography again showed an endoleak. It was reportedly determined that the endoleak previously thought as a type I was actually a type ii originating from a lumbar artery and feeding into the aneurysm sac. As reported, the lumbar artery was coil embolized, and final angiography demonstrated no evidence of endoleak. The pt tolerated the procedure.